Event description:
It was reported that 10 months after a coronary drug eluting stenting treatment procedure, an in stent restenosis occurred. In 2002, the lesions being treated were a 90% circumflex (cx) and a 50-70% stenosed proximal right coronary artery (rca) with proximal and distal wall changes. The physician placed an unknown type 3.5 mm x 16 mm stent in the cx and an unknown type 3.0 mm x 13 mm stent in the proximal rca. Plavix was administered post procedure for 4 weeks. In 2003, the pt returned and repeat angiography revealed the cx stent to be wide open, but the rca stent showed 90% instent restenosis. The physician successfully placed a taxus express2 8.8% 3.0 mm x 32 mm stent within the previously placed rca stent. Plavix was to be administered for 12 months post procedure. In 2004, the pt returned and the repeat angiography revealed the rca was "occluded." The physician was unable to recanulate the rca. The status of the pt is unknwon, "the physician have not heard anything from the pt."